Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on impella rp support, the patient suffered air embolism and began to decompensate. The decision was made to place an impella cp pump to support the patient's blood pressure. An echocardiogram showed right ventricle was functioning well after an impella cp was placed. However, the patient continued to code and subsequently expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.